Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection, leak testing, clear passage testing, clamp function testing, and surface seal testing were performed and determined that the device operated within specification. Dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was within specifications. The evaluation could not confirm the reported event. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adaptor separated from the patient connector of a uv-flash transfer set. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.